Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) old female patient who had essure (batch no. 13954) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, wrist pain and neck pain. Previously administered products included for to prevent pregnancy: depoprovera in 2006. Concurrent conditions included obesity, hypertension, carpal tunnel syndrome, abdominal tenderness, chest pain, atrial arrhythmia and right lower quadrant pain. Concomitant products included ibuprofen (motrin) since 2005 and losartan since 2005. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic/pain"), back pain ("back pain"), urticaria ("rash/rashes or skin conditions type: hives/whelps/urticaria"), depression ("psych injury/ depression"), urinary tract infection ("uti"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dysuria ("dysuria"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), skin disorder ("skin condition") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, back pain, abdominal pain, urticaria, skin disorder, depression, urinary tract infection, urinary tract disorder, migraine, vaginal discharge, weight increased and dysuria outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysuria, menorrhagia, migraine, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder/urinary problems: urinary problems, uti. Current weight (B)(6) lbs. Approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram head - on (B)(6) 2014: findings: the brain shows normal morphology, attenuation, and volume for age. The gray-white matter differentiation is preserved. There is no intracranial hemorrhage, mass effect, midline shift, extra axial collection, or hydrocephalus. The basal cisterns are patent. Imaged orbital structures and superficial soft tissues are unremarkable. Visualized paranasal sinuses and mastoid air cells are well aerated. The calvarium is normal.. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion the fallopian tubes were blocked.. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. Lot number was added. New events added: abnormal bleeding (vaginal), migraine/headaches, weight gain, dysuria, vaginal discharge. Previously added events psych injury/ was updated to depression, rash was updated to rashes or skin conditions type: hives. Concurrent conditions, concomitant drugs, reporters, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. 13954-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, wrist pain and neck pain. Previously administered products included for to prevent pregnancy: depoprovera in 2006. Concurrent conditions included obesity, hypertension, carpal tunnel syndrome, abdominal tenderness, chest pain, atrial arrhythmia, right lower quadrant pain, nausea, urinary frequency, acute pyelonephritis, throbbing pain, discomfort and dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin) since 2005 and losartan since 2005. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic/pain"), back pain ("back pain"), urticaria ("rash/rashes or skin conditions type: hives/whelps/urticaria / allergy: rash/skin condition"), depression ("psych injury/ depression"), urinary tract infection ("uti"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On 18-sep-2015, the patient experienced dysuria ("dysuria"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), skin disorder ("skin condition") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, pelvic pain, back pain, abdominal pain, urticaria, skin disorder, depression, urinary tract infection, urinary tract disorder, migraine, vaginal discharge, weight increased and dysuria outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysuria, heavy menstrual bleeding, migraine, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder/urinary problems: urinary problems, uti. Current weight 225 lbs. Approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment. On (B)(6) 2010 patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram head - on (B)(6) 2014: findings: the brain shows normal morphology, attenuation, and volume for age. The gray-white matter differentiation is preserved. There is no intracranial hemorrhage, mass effect, midline shift, extra axial collection, or hydrocephalus. The basal cisterns are patent. Imaged orbital structures and superficial soft tissues are unremarkable. Visualized paranasal sinuses and mastoid air cells are well aerated. The calvarium is normal.. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion the fallopian tubes were blocked.. Imaging procedure - on (B)(6) 2010: bilateral occlusion.. Lot number reported ( 13954 ) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, dysuria, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and patient's medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. 13954-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, wrist pain and neck pain. Previously administered products included for to prevent pregnancy: depoprovera in 2006. Concurrent conditions included obesity, hypertension, carpal tunnel syndrome, abdominal tenderness, chest pain, atrial arrhythmia and right lower quadrant pain. Concomitant products included ibuprofen (motrin) since 2005 and losartan since 2005. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic/pain"), back pain ("back pain"), urticaria ("rash/rashes or skin conditions type: hives/whelps/urticaria"), depression ("psych injury/ depression"), urinary tract infection ("uti"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dysuria ("dysuria"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), skin disorder ("skin condition") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, back pain, abdominal pain, urticaria, skin disorder, depression, urinary tract infection, urinary tract disorder, migraine, vaginal discharge, weight increased and dysuria outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysuria, menorrhagia, migraine, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder/urinary problems: urinary problems, uti. Current weight 225 lbs. Approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram head - on (B)(6) 2014: findings: the brain shows normal morphology, attenuation, and volume for age. The gray-white matter differentiation is preserved. There is no intracranial hemorrhage, mass effect, midline shift, extra axial collection, or hydrocephalus. The basal cisterns are patent. Imaged orbital structures and superficial soft tissues are unremarkable. Visualized paranasal sinuses and mastoid air cells are well aerated. The calvarium is normal. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. The fallopian tubes were blocked. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Lot number reported ( 13954 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.